Manufacturer narrative:
The buckle malfunction occurred due to an undetected design change by the buckle manufacturer which makes the latch springs more likely to break.

Event description:
It was reported that the buckle securing the body support broke during a transfer.